Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac perforation and a pericardial effusion. During a re-do atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. After mapping the left atrium (la), the left sided veins, posterior wall and right superior pulmonary vein were treated. After this, the transseptal access was lost. The access was regained using x-ray, and while advancing the physician felt that the guidewire became stuck. The physician was advised to advance the wire, and it was visualized in the mapping system that the catheter and wire were outside of the la mapped zone. An intracardiac echo was performed and a large effusion was observed, immediately a pericardiocentesis was performed to drain 1l of fluid. The patient had a cardiac arrest and chest compressions were necessary to regain pulse. Then, the patient was transported to the operation room to have an open-heart surgery and patched a hole on the anterior roof of the la. The patient status was stable in post-operation recovery. It is unknown if the device will be returned for laboratory analysis.